Event description:
The orsiro drug-eluting stent system could not pass the calcified lesion. No more information available.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the orsiro stent is neither deformed nor damaged. The stent is properly crimped in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.